Manufacturer narrative:
(B)(4). The customer reported that during a pt event the user smelled smoke after delivering one shock. The pt had skin redness at the pad sites which resolved within 24 hours. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a pt event the user smelled smoke after delivering one shock. The pt had skin redness at the pad sites which resolved within 24 hours.